Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station and the station stuck on the care fusion screen. A technical support specialist (tss) dialed into the station using remote support service, rebooted the station, and confirmed that the station returned to the application screen. The customer acknowledged the resolution and gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in, and the carefusion main screen was unresponsive. There were no delay or adverse events or injuries reported based on this event.